Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2009 - the pt was implanted with a composix kugel patch during a ventral hernia repair surgery. On (B)(6) 2010 - the pt underwent repair surgery. On (B)(6) 2011 - the pt had the composix kugel patch explanted. The attorney's report alleges "pain and suffering", defective mesh, additional surgery, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for evaluation. We have contacted the initial reporter to request add'l info and to request return of the device for evaluation if possible. With the currently available info, no conclusion can be drawn. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.